Event description:
Covidien received a report where it was claimed that the cuff developed a leak during patient use. Information provided suggest that recannulation of a replacement tube was required but not confirmed. Multiple attempts have been made to collect further information related to the reported event, with no response from the reporter/customer.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is returned and significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.